Event description:
It was reported that the pt never had therapeutic effect following the implant procedure. It was noted that they had tried different medications and dosages, however this had not helped. Imaging was performed, and an x-ray was completed a "year ago" to check for catheter placement. It was indicated that a physician spoke to the pt in regard to the catheter "not being high or low enough to help with ms". In regard to the past two refills, there had been more drug found then expected in the pump's reservoir. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).